Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that the pump indicated a data log corruption. The customer's blood glucose was 547 mg/dl due to pump issues. The customer administered boluses to treat elevated bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.